Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleges the pump does not deliver insulin correctly. For three weeks, the customer wakes up with blood glucose levels between 290 mg/dl and 300 mg/dl. No adverse event reported. A request was made for the return of the device, replacement sent.